Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by insufficient cleaning (handling issue). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc omsc surmised that the reported phenomenon was attributed to insufficient removal of the foreign object invaded into the auxiliary water channel from external due to insufficient rinsing of cleaning, or discharge of residual chemical solution. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that there was a foreign object in the auxiliary water channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.